Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient's receiver and smart device lost connection with the transmitter. Dexcom representative advised patient to replace the sensor and to turn on their receiver in addition to their smart device. No additional patient or event information is available.